Event description:
It was reported that a (B)(6) year-old mixed race (caucasian, african american) female patient underwent a primary breast augmentation with two 475cc mentor smooth round moderate profile prostheses and suffered several unexplained systemic symptoms, including breast pain, neck pain, shoulder pain, numbness in her hands, fatigue, and migraines . The patient stated that she started feeling bilateral breast pain intermittently about 6 years ago. No device issue was reported. The root cause of the patient¿s symptoms is unclear. The patient is scheduled to have a consultation with her surgeon on (B)(6) 2022. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2015 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. (B)(4). Manufacturer¿s reference number: (B)(4).